Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the numbers between the sensor and meter weren't working together. Customer stated that his insulin pump was giving him a low predict alarm and then twenty minutes later he would get a high predict alarm. Customer declined troubleshooting as the issue is not currently occurring. No further information reported.